Manufacturer narrative:
The glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned go monitor and could not reproduce the "image went out" issue; the unit functioned as intended. The technical service representative stated that the video image was normal when the go monitor was connected to the test equipment. The camera image quality test was performed and passed. It was noted that the hdmi connector on the go monitor was visibly damaged and corroded. The technical service representative attributed the image issue to the damaged connector. The hdmi cap was replaced and the glidescope go monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the cable.

Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, the "image went out". No delay in the procedure, use of a backup device, or harm to the patient or user was reported.